Event description:
A clinician from the cancer center reported that 20 grams of intravenous immunoglobulin was infusing when a hole was found at the end of the infusion. She noted her hand was sticky and the tubing was wet. She opened the pump door and noted a slit below the upper fitment inside the pump. There was no injury to the patient.

Manufacturer narrative:
Manufacturer's report date: 03/09/2011. (B)(4). The customer's experience a leak was confirmed. Presence of a crush mark on the upper fitment was noted. The cause of the leak was due to a tear in the silicone tubing at the upper fitment. The cause of the tear was undetermined.